Event description:
The facility's biomed engineering department reported that pump found to be turning on and off by itself while in biomed department. Information was not provided regarding whether or not the device was in use when the reported event occurred. Per hospital representative, no patient injury was reported. Despite baxter's effort to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved, or the set up of the infusion device.